Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3889-28, lot# va1gfbl, implanted: (B)(6) 2017, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. Patient reported that he did not think this thing was working. His symptom had not improved since implant compared to baseline. He went to dinner last night and had to use the bathroom within 1.5 hours which was the same as baseline. Patient tried to sync with the implantable neurostimulator (ins) using patient programmer (pp) during the call but he was seeing the poor communication screen on the pp. It was noted that patient was not placing the pp antenna head over the ins. Patient tried doing this which resolved the communication issue. Patient confirmed that the program 3 was selected and amplitude was set at 1.8. The pp showed stim was off. Patient was instructed to turn stim on and increase amplitude to 2.1v. Patient confirmed he was feeling stim comfortably at target area. Patient would try using this setting and contact his healthcare provider (hcp) if it did not control his symptoms at least 50%. Patient also reported that it felt like a wire was hanging somewhere inside his body for 2 or 3 days after he was implanted. Patient stated he mentioned this to his healthcare provider (hcp) who told him it was ok and not to worry about it. Patient stated this sensation only last a short time before resolving. There were no further complications that have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. Patient reported his urine control had not gotten better since implant. He was trying to use it for a week or so after implant and decided the therapy wasn¿t working for him as he was taking more medication with the pill to relieve the symptoms. Patient stated it had recently gotten worse. Patient synched with the patient programmer(pp) and pp showed stim was on and patient was on program 1 at 2.5v. It was noted that the poor communication was resolved after repositioning the antenna. Patient increased from 2.5 to 3v and reported feeling stim in bicycle seat area. Patient noted it went away after a short time. Patient indicated he had appointment with hcp on (B)(6) 2017.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from patient reporting that they were still having a continuous problem with their therapy; stating that the situation with their urine and leaking is getting worse and they had no control over their flow of urine. They were having to wear male pads and noted that they drank a lot of fluids because their doctor wanted them to. Patient was advised to discuss the loss of therapy with their healthcare professional (hcp) and they stated that they were seeing the hcp next week, and noted they also call the manufacturer representative however has not heard back. They stated that they did not feel stimulation all the time so it was reviewed with patient that it was not a requirement to feel stim for therapy to work however they should focus more on symptoms control. No further complications were reported.